Manufacturer narrative:
We are waiting for additional information about the device user.

Event description:
It was reported that the bolt securing the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.